Event description:
The system operator smelled a hot plastic odor during a treatment session and stopped use of the quantum system. The plastic light guide cover on the treatment head had melted. Customer stopped use before any injury occurred. Lumenis customer engineer reported potential safety incident to regulatory in 2006 at which time the complaint was reclassified from a product complaint to a potential safety complaint.